Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report, as the device was received with a cracked and broken tip. The device was serviced and returned to the user facility. The exact cause of the user's report could not be conclusively determined; however, user handling could not be ruled out of a contributory factor to the reported event. The device instruction manual instructs users to visually inspect the ceramic insulation at the sheath's distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures).

Event description:
The user facility reported that during an unspecified procedure the tip of the device broke off and fell inside the pt. The broken tip was retrieved from the pt. The procedure was completed using a different device. There was no pt injury reported.